Manufacturer narrative:
Combination product: yes, this lead was explanted on (B)(6) 2024 upon receipt, the lead under complaint was found cut 41.5 cm distal to the df4 connector pin and 5.5 cm proximal to the lead tip (into 3 segments). All fragments were received for analysis. The lead was probably cut during the extraction procedure. The insulation of the medial and distal fragments was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent and the rv shock coil deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
This lead was explanted on (B)(6) 2024 the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead shows noise and remains implanted. The noise is reproducible with isometrics and is sensed at rest. No adverse patient events were reported. Should additional information become available, this file will be updated.